Event description:
A depuy mitek sate representative is reporting, a surgeon performed shoulder surgery using versalok anchors for the repair which appeared to be inserted correctly. The surgeon occasionally takes post-op x-rays and did so after this case. The x-rays revealed that he posterior anchor was in the rotator cuff tendon and not in the humeral head. The surgeon performed a second surgery on the following day to remove the "loose" anchor.

Manufacturer narrative:
Follow up contact by the depuy mitek sales rep with the institution was able to determine the product is not available for evaluation. The pt did not have the opportunity to move and pull out the anchor, i.e therapy or movement. It appears the anchor may have not impacted in the bone correctly and the surgeon decided to remove the loose anchor. There are no other product complaints for the above lot number. Depuy mitek will continue to track any related complaints within this product family. At this time no further action is required.